Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient experienced mobility issues with 3 of their lower teeth. The patient's dentist advised them that if they continued treatment, they may cause damage.